Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins had not worked in 3 years, that it would not charge and that they were getting it removed. The patient stated that the ins had not helped with the pain, that it seemed like they were always getting shocked, and that the ins causing more pain if anything. The patient had reprogramming done, but eventually they stopped using it and it went dead. The patient was redirected to an hcp. Physician listings were sent to the patient.